Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The intake information required to enable further investigation, such as the kit¿s lot number, were not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported an unknown quantity of false positive results with the determine hiv 1/2 ag/ab tests performed on unknown dates. The sample type was not provided. It is unknown whether repeat testing or confirmation testing was performed. Although requested, no additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported an unknown quantity of false positive results with the determine hiv 1/2 ag/ab tests performed on unknown dates. The sample type was not provided. It is unknown whether repeat testing or confirmation testing was performed. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single use; device discarded.